Manufacturer narrative:
The following devices were also listed in this report: unknown femoral component; cat# unknown; lot# unknown unknown patella; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a revision was performed on patient's knee after patient complained of pain in (B)(6) 2017. Surgeon decided to replace implant with smaller sized components after multiple tests could not determine cause of pain. Patient suffered cellulitis and was diagnosed (B)(6).